Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 11-jan-2026 against lot number 6012576 and similar malfunction code(s): no malfunction based on complaint information, no malfunction based on complaint information, no failure detected. The review confirmed that lot 6012576 and the identified failure mode are not associated with any nonconforming reports or capas of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 11-jan-2026 against lot number criteria equal 6012576 and similar malfunction codes no malfunction based on complaint information, no malfunction based on complaint information, no failure detected, the count of complaint is 1. The complaint numbers are complaint (B)(4). DHR review: the lot 6012576 was manufactured according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 02-apr-2025, with a total of (B)(4). The assembly, lot 5c05919 was manufactured according to the work instruction (wi) version 29 and manufactured in the quickset line, on 02-apr-2025, with a total of (B)(4). The assembly, lot 5c05920 was manufactured according to the work instruction (wi) version 29 and manufactured in the quickset line, on 03-apr-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5c04867 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 08, on 30-mar-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5c04868 was manufactured according to the work instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 01-apr-2025, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue.conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the compliant (B)(4) on 25-nov-2025. Work instruction (wi) - guidance for visual testing for complaints area version 3: 10 samples out 10 tested passed visual inspection. Work instruction (wi) - guidance for functional testing 1 air flow test for complaints area version 2: 10 samples out 10 tested passed functional testing for the reported malfunction code no malfunction based on complaint information. All test results were within specifications as per the test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient was hospitalized due to hyperglycemia which was managed with intravenous insulin drip on (B)(6) 2025.